Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the follow-up, a pause episodes was observed on the egm, it is unknown if the episode was related to a sensing anomaly. No intervention was performed to resolve the event and the patient was stable.